Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. As a result, the ipg and one lead were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-01885, 3006705815-2021-01884. It was reported that the patient's system was unable to be placed in MRI mode due to high impedance. As a result, the ipg and one lead were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.